Manufacturer narrative:
Investigation found that pump passed the volumetric accuracy tests within +/-5% specifications. Complaint could not be duplicated.

Event description:
Customer stated that pump over delivered during volumetric testing as outlined in the user manual. The result was 10.6 ml. Rate and dosage were 125 ml/hr and 10 ml.